Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be conducted. A service history review revealed no service events related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. It is unknown if there was any patient involvement; however, there was no report of patient user injury or medical intervention. Additional information was requested and is not available.